Manufacturer narrative:
The reagent lot number was 79515700. The expiration date was not provided. The field service engineer found the sipper was misadjusted. He adjusted the sipper, performed all of the adjustments, and ran successful instrument checks, qc, and precision. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys troponin t gen 5 results from the cobas e 801 analytical unit. The initial result was 308 ng/ml. The sample was repeated due to a discrepancy between the initial result and a result from a separate sample collected after the initial sample. No specific data was provided for the other sample. The repeat result was <6 ng/ml with a data flag and was believed to be correct.